Event description:
It was reported that during a colonoscopy procedure, the physician experienced difficulty deploying the stent. The outer sheath would not retract and the valve hub also would not retract from the outer sheath. The pt required surgical intervention to relieve an acute colonic obstruction (it was reported that no other stents were available). The physician later reported that there was evidence of an endoscopic perforation of the colon. The pt expired. An autopsy was not performed, the cause of death is unknown.